Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. The reported issue has been confirmed during evaluation of the provided problem description and log files. Customer performed repair by themselves and did not provide any service report. There is no further information on how or if the issue has been resolved. H3 other text : 4114.

Event description:
Manufacturer's ref: (B)(4).